Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the driveline bend relief from the metal connector was confirmed from the evaluation of the submitted photos; however, a specific cause could not conclusively be determined through this evaluation. It was reported that the patient¿s driveline was holding on by threads at the distal end near the system controller connection. The submitted log file contained data from (B)(6) 2021 at 8:01:32 to (B)(6) 2021 at 10:43:19. The pump speed was set at 9200 rpm with a low speed limit of 8800 rpm for the duration of the captured data. There were no abnormal events captured ¿ the only events were associated with pi events and power cable disconnects. The pump operated above the low speed limit of the duration of the captured data. The pump appeared to operate as expected. The submitted photos revealed the driveline bend relief was separated from the metal controller connector. Additionally, the driveline was covered in white and black tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 30sep2014. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final rep

Event description:
It was reported that the patient's driveline was holding on by the threads at the end where it connects to the controller. A clamshell repair was done on (B)(6), where rescue tape was applied around cosmetic tears on outer silicone jacket. The patient was discharged (B)(6) 2021.